Event description:
It was reported that the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The device was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
Visual inspection of the device did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal range when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator.